Event description:
Patient reported cgm inaccuracy and reported the following discrepancy: cgm was reading 67 mg/dl and blood glucose meter was reading 208 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries and reported not to be in good condition due to unrelated medical issues.